Event description:
It was reported that when using the bd pyxis¿ medbank tower, issue when dispensing oxycodone 10 mg to patient 01l1e where rxverify request rejected. User attempted to submit a new request, the checkbox needed to select the item was missing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a pharmacist verify request error. A technical support specialist informed that the customer had initially received a rejected pharmacist verify request and when attempted to submit a new request, the checkbox needed to select the item was missing, likely because the original request had already been rejected. Checked myqlink and confirmed that the request had been approved and customer was able to see the updated approval status and successfully issued the medication. The system functioned as intended after the technical support specialist investigated the issue.